Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were suction issues resulting in low pump flow. Repositioning attempts were made to resolve the issue; however, the patient was withdrawn from care the following day. It was noted that suction issues were related to patient's afterload and mean arterial pressure. The patient expired after 24.18 hours of support. Medical safety review of the event note use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
Pump was not returned for investigation. Data log shows low flow and several suction alarm. The cause of the low flow issue was not determined since product was not returned and sufficient clinical information was not provided. This report is being filed as part of a retrospective review of historical records.